Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No scrolling numbers anomaly noted. The insulin pump received with minor scratches on display window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had unresponsive buttons. The blood glucose reading was 229 mg/dl. The customer stated that the insulin pump had scrolling numbers when she attempted to put in a food value through the bolus wizard. After she pushed a button, the scrolling stopped, but she noted that when she went back in, the device began scrolling again. No significant events leading to the issue were noted. Advised discontinuation of the device. Nothing further reported.